Event description:
The reporter indicated a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+1.0/173 (sphere/cylinder/axis), was torn while being loaded. There was no patient contact. The cause was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).